Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device issue: stent dislodgement. Time of device issue: during procedure. Adverse event: dislodged stent remains in patient. The lesion which was located in the left anterior descending artery (lad) was predilated with an unspecified balloon and rotabladed using a burr. The proximal lad was stented with a 2.75 x 23 mm promus and the distal lad with a 2.5 x 8 mm promus. A lesion was noted in the mid lad during the procedure so an attempt was made to implant a 2.75 x 15 mm promus stent in the mid section of the lad, however, the stent dislodged from the balloon. Resistance was felt between the promus being placed in the mid lad and the promus already placed in the proximal lad. The stent did not embolize in the patient, however, attempts to remove it with a balloon were unsuccessful, so it was crushed against the vessel wall. The site was never able to get confirmation that the stent was successfully crushed against the vessel wall as they could not see the stent angiographically. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.